Event description:
The pt reportedly experienced decrease in performance. Testing of the device showed that the device is functioning. However since the problem could not be mitigated by programming, the pt was advised that the device may be failing. Surgery to explant the pt's device has been scheduled.